Event description:
The account alleged the nurse call was not functioning. No pt impact.

Manufacturer narrative:
The technician replaced the side communication board and activated the nurse call system to resolve the issue.